Manufacturer narrative:
The customer reported problem was confirmed. Based on the file review, no further escalation is required per (B)(4) complaint escalations, infusion products global customer support operations. Technical support troubleshoot with the customer over the phone and confirmed lower battery alarms. Technical support recommended dennis to perform pm/test on the pcu and put unit back in circulation. A review of the device history record for sn 15450107 was performed from 01/09/2019 to 04/1/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Additional comments: technical support recommended dennis to perform pm/test on the pcu and put unit back in circulation. Additional comments 2: a review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
(B)(4). Dennis had a low battery alarms on pcu8015 sn (B)(4). After he plugged in power cord and charged the battery, no more alarm. Dennis would like to know what to do next. Failure device type: failure problem type: failure mode: case resolution: I recommended dennis to perform pm/test on the pcu and put unit back in circulation.